Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n173722024, implanted: 2008-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that when the patient was in the clinic for a refill 2015-(B)(6) and the expected volume was 7.6ml but the actual volume was 27ml. Logs showed a motor stall occurred on 2015-(B)(6) and was still stalled when the pump was interrogated on 2015-(B)(6). A dye study was performed that confirmed that the catheter was patent. The patient reported increased pain (4/10) in the feet and lower back. The patient was nearing eri/eos (elective replacement indicator/end of service) so a pump replacement had already been planned, but the replacement surgery was moved up to ¿likely¿ 2015-(B)(6). On 2015-(B)(6) the patient¿s pain was a ¿3-4¿ and the patient was currently on oral pain medications, the dose had not changed. The pump was used to infuse bupivacaine and morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.